Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) boes606, (3i t3 short external hex parallel walled implant, 6mm(d) x 6mm(l)) for evaluation. Visual evaluation was performed, the implant had signs of use. Bone debris on external threads. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 2022061675. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022061675 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : perforated sinus. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and/or the clinician didn¿t follow recommended protocol for implant placement and final seating. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
On 07-nov-2023, additional information was obtained. The patient was grafted. The patient returned and was re-grafted with a piezo surgery technique. The short implant was placed with too high insertion and shot into the sinus. The implant was removed during the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A3: gender unknown / not provided. A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not available.

Event description:
It was reported that the implant at tooth site 16 fled to the sinus and had to be removed.